Manufacturer narrative:
(B)(4). The cause of the peritonitis, sepsis, and death was reported as unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis, sepsis, and death. On an unreported date, the patient began treatment with dianeal therapy (doses, frequencies and lots not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient was hospitalized for a couple of weeks for an unreported reason and was discharged 5 days prior to receipt of this report. Two days later, the patient came in to the pd clinic with a cloudy pd effluent bag, which was suspected as peritonitis. On the same day, the patient was hospitalized for the suspected peritonitis. Treatment was not reported. The cause of the peritonitis was unknown. On an unknown date during hospitalization, the patient was diagnosed with sepsis, with the possible source of peritonitis. Treatment was not reported. On the same date, the patient's pd catheter was removed and the patient started on hemodialysis. On unknown date, during hospitalization, the family stopped life support (details not provided). Five days later, the patient died while hospitalized. The cause of death was unknown. The patient was not on pd therapy at time of death. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd893990 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.